Event description:
Physio-control engineering is investigating an issue found on some devices in the field that are showing movement of a foam spacer. This spacer is positioned between the monitor display lens and the display component. Movement of the foam spacer has been observed in the area along the lower edge of the display. The movement of the foam spacer may obscure the "low battery" message on the display.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.